Manufacturer narrative:
Concomitant medical products: product ID: 6935m62 lead, implanted: (B)(6) 2021. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had been experiencing a ¿strange or weird¿ thumping sensation in their right chest. It was noted that the left ventricular (lv) lead had been programmed off and the lead remains in the patient. No further patient complications have been reported as a result of this event.